Manufacturer narrative:
MFR's report date: (B)(4) 2011. (B)(4). Although requested, the affected device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.

Event description:
Received a report that a small hole in tubing was found and the insulin infusion was rapidly dripping onto the floor. The pt's blood glucose was checked and was unchanged from the previous check. Customer states that no further pt or event info is available.